Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: item name: persona tibia right size d, catalog: 42532006702, lot: 63390967. Item name: persona femur ps narrow right size 7, catalog: 42500006202, lot: 63350362. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the patient has kept them. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported a patient who underwent a knee arthroplasty approximately 7 months ago has been revised due to instability. Attempts have been made and additional information on the reported event is unavailable.